Event description:
User rec'd high co2 results on less than 20 pts. Data for 2 pts was provided as follows: pt 1 initial co2 result 48 mmol/l, repeat 24 mmol/l; patient 2 initial co2 result 47 mmol/l, repeat 25 mmol/l. Initial results were not reported. The field svc rep found a problem with the rinse mechanism. The instrument was repaired. The user reports no further occurrences.